Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their blood glucose had been running high all week. Customer treated by changing the infusion set and reservoir. They had gone through a whole box of reservoirs and infusion sets, as well as a whole bottle of insulin, from trying to bring their blood glucose to go down. The customer¿s blood glucose during the incident was 585 mg/dl. The customer declined troubleshooting. The customer stated they will change the set and perform a correction bolus. The infusion set and reservoir will be returned for analysis.